Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure that the clip on the suretek burr hole cover would not close. The clip was replaced, and the procedure was completed successfully.